Event description:
It was reported that the customer had a new pump and thought that it was not delivering basal rates. Customer had an open circle on the pump and it kept giving 3 vibrations. Customer was advised that the open circle was on the screen because she was running a temp basal. Customer stated that she canceled it and the open circle went away. Customer stated that she realized it was running because she did a temp basal instead of modifying a basal rate. Customer stated that the status screen shows last alarm was a lost sensor alarm. Customer stated that she was not wearing the sensor now and did not want to do any troubleshooting for it. Customer had a no delivery alarm in the alarm history. Customer declined troubleshooting for the no delivery alarm. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.